Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had discrepancies between their sensor glucose and blood glucose readings. The customer also reported their threshold suspend would also be activated when their blood glucose was not low. The customer stated the threshold suspend would also cause them to have high blood glucose. The customer's blood glucose was unknown. No additional information provided.